Event description:
Boston scientific received information that this right ventricular lead and pulse generator displayed high, out of range pacing impedances. The patient was seen for a lead revision. During the revision procedure, difficulties removing the lead from the header were encountered. The physician to elected cut and cap the lead and replace the device as the device was nearing a battery status of elective replacement indicator (eri). There were no adverse patient effects reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was thoroughly inspected and analyzed. The lead was returned severed approximately 13.6 centimeters from terminal pin with only the proximal segment returned. The returned portion of the lead was determined to have been electrically continuous. The returned segment was missing the entire terminal pin. The terminal pin was returned left inside of the header of the device that was explanted at the lead revision procedure. Body fluid/blood was noted in the lumen. An x-ray showed the entire terminal pin was completely pulled out of the terminal assembly. Analysis of the device revealed body fluid/blood in the header, on the terminal pin, and on the inner wall of seal ring. This infiltration was likely through holes in seal plug. The infiltrated blood may have seeped under the seal ring, eroding the adhesion between terminal pin and seal ring. These findings may have contributed to difficulty in removal of lead out of header. The clinical observation of high pace impedance was not able to be confirmed.